Event description:
Medical device report for alaris IV pump - staff used 'previous parameters' function key instead of re-entering intended IV infusion rate and volume to be infused amount. This resulted in the pt receiving additional medication that he would not have otherwise received. Conclusively there was no harm to the pt. This is a safety alert only.